Event description:
A customer observed higher than expected vitros phbr quality control results obtained from multiple control fluids after two different calibration events on a vitros 5,1 fs chemistry system. Non-vitros level 1 control: 18.1, 17.2, 19.6, 17.8 ug/ml vs. The customer mean of 14.0. Non-vitros level 2 control: 54.5, 57.4 ug/ml vs. The customer mean of 45.0. Tdm performance verifier I: 13.1, 14.2, 14.1, 13.4, 13.6, 14.0, 13.9, 14.1, 13.9, 13.5, 14.0, 13.8, 13.8, 13.8 ug/ml vs. The midpoint of the range of means of 9.95. Tdm performance verifier iii: >80.0, >80.0, 71.0, 69.5, 68.1, 68.5 ug/ml vs. The midpoint of the range of means of 55.94. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros phbr while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined higher than expected vitros phbr quality control results obtained from multiple control fluids after two different calibration events of vitros phbr lot 2537-0058-8565 on a vitros 5,1 fs chemistry system. The root cause of this event is analyzer related. Acceptable vitros phbr quality control performance was observed with an alternate vitros 5,1 fs chemistry system on site. An ocd fe performed service actions to the iwr and incubator subsystems of the 5,1 fs analyzer. After the service actions were performed, phbr performance improved, however some control results remained outside of the established ranges for phbr. The customer did not wish to continue the investigation.